Event description:
It has been reported to philips that during an emergency stent implantation procedure, the system could not emit x-ray. The patient was moved to another room, where the procedure was continued after 15 minutes delay. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Add. Narrative: philips investigated the complaint. Analysis of the log file showed that the system was started at 7:02 and the system registered a problem with the image processing pc. At 07:06 several user messages were prompted informing that x-ray was not possible including the message ¿x-ray not possible. Call service¿. At 07:27, when the user requested x-ray the system prompted again the message ¿x-ray not possible. Call service¿. A philips service engineer inspected the system on site and identified that the image processing pc was defective. The image processing pc was replaced, the application and operating software reinstalled and the system was returned to use in good working order.